Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, bone pain, taste metallic, uterine leiomyoma, nabothian cyst, paratubal cyst and lower abdominal pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), allergy to metals ("metal sensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered allergy to metals, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, allergy to metals were added. Reporter, patient demographic information, concomitant diseases, product stop date added. Product start date updated and explant date added (total hysterectomy, bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, bone pain, taste metallic, uterine leiomyoma, nabothian cyst, paratubal cyst and lower abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since february 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), allergy to metals ("metal sensitivity"), headache ("headache") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, allergy to metals, headache, migraine, abdominal pain, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in ate of inseration-(B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received- new event depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, bone pain, taste metallic, uterine leiomyoma, nabothian cyst, paratubal cyst and lower abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), allergy to metals ("metal sensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), headache ("headache"), migraine ("migraine") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, allergy to metals, headache, migraine and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: patient demographic, concomitant medication and events (dyspareunia (painful sexual intercourse), migraines / headaches, abdominal pain) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, bone pain, taste metallic, uterine leiomyoma, nabothian cyst, paratubal cyst and lower abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), allergy to metals ("metal sensitivity"), headache ("headache"), migraine ("migraine") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the menstrual disorder, allergy to metals, headache, migraine, abdominal pain, depression and anxiety outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in ate of inseration- (B)(6) 2014, (B)(6) 2014 plaintiff received treatment for pain, bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, bone pain, taste metallic, uterine leiomyoma, nabothian cyst, paratubal cyst and lower abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), allergy to metals ("metal sensitivity"), headache ("headache"), migraine ("migraine") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved, the menstrual disorder, allergy to metals, headache, migraine, abdominal pain, depression and anxiety outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in ate of inseration-(B)(6) 2014, (B)(6) 2014 plaintiff received treatment for pain, bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event: allergic reaction added. Event outcome were updated for events pain , abnormal bleeding, allergic reaction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.